Event description:
It is reported that the customer had high blood glucose levels of 124 mg/dl. The customer reported that the insulin pump was dropped in water resulting in condensation in the display of the insulin pump. The customer states that the insulin pump appears to be working. The customer was advised that the insulin pump would be replaced. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.